Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked display window and cracked case near display window corners noted during our visual inspection.

Event description:
It was reported that the customer had physical damage on the insulin pump. Customer stated that there was a crack running from the top corner of the screen upwards over the casing. Insulin pump will need to be replaced. No additional information provided.